Event description:
It was reported that during testing, the tps handpiece cord at the manufacturer that the handpiece coasted to a stop after removing the handpiece from the cable. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Upon visual inspection, the handpieces will not properly lock onto the cable.